Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that one rear caster has broken off at the sleeve that goes up into the base. The facility has continued to use the lift and the patient has fallen twice. No injuries.